Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
10/23/2015 - per medwatch: it was reported that an attempted midline insertion with a powerglide midline with ultrasound guidance. Blood return was obtained after entering the vessel. Guidewire was said to have advanced easily and catheter also said to advanced easily. On attempting to remove the needle and wire, allegedly resistance was met and the catheter was no longer visible and was noted to be sheared from the hub. This reportedly necessitated the bedside removal of the catheter under local anesthesia by a vascular surgeon.